Event description:
It was reported impedances ¿were all off¿ for a newly implanted implantable neurostimulator (ins). It was further reported that when the ports were switched, the ¿same thing¿ was observed. It was stated that when the leads were hooked up to an external neurostimulator (ens) that contacts 0-7 were ¿fine¿ and contacts 8-15 ¿had 3-4 contacts working.¿ it was noted that impedances ¿>40000 ohms¿ were measured. It was also noted that a lead connection check (lcc) reported ¿ok 3.¿ it was reported another ins was going to be used at the time of report. Additional information has been reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 37752, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patients implantable neurostimulator (ins) was replaced on (B)(6) 2013. In the operating room they found out that out of the leads, "9 weren't connected". The patient reported that it didn't work, it shorted out, and it didn't stimulate. That patient did not take pain medication. The patient had been in a lot of pain and needed to find someone who would replace the leads. The patient had been working since 2013 to find someone to do the leads. The patient wasn't in a position to take time off work to get it fixed but at the time of the report she was.